Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
New information was received that during the lead revision procedure to address the increased high voltage impedance, lead insulation damage was visualized on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
New information was received that the lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased high voltage lead impedance noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.